Event description:
It was reported that the physician saw the patient in the office and his inflatable penile prosthesis (ipp) would not inflate fully. A CT was ordered and the physician reported low fluid in reservoir. She believed there is a leak in the system. A replacement surgery has not been scheduled yet, the patient wanted to know about cash pricing first. No patient complications were reported